Event description:
It has been reported to philips that automatic position control (apc) was not completing movement when selecting smartmask. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in diagnostic neurovascular treatment and procedure continued as planned. When the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that when selecting smartmask, the full system automatic position control (apc) does not complete the movement. The reported problem has been confirmed. When using the apc functionality with smartct, the maxsid (source image distance) setting is applied for recalling the position. When another apc is selected from the xray modality, then this maxsid setting remains enabled even when closing smartct. It was determined that this problem was caused by a bug in the smartct software. Smartct software was changed, and the fix is available from smart3d_ft_smart3d_main_1.1.0.53 onwards. After changing of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.